Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 7/23/2020, electrode belt: 8/21/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. The patient was reportedly in the hospital and unconscious at the time of the event. A nurse was reportedly making physical contact with the patient. Review of the patient's download data revealed that prior to passing, the patient received an appropriate treatment from the lifevest. At 11:50:42, the patient received the treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 150 bpm with motion artifact, and the post-shock rhythm was vt at 190 bpm with motion artifact. The electrode belt was disconnected at 11:51:01, while the patient was in vt at 190 bpm. It was reported that the nurse who was contacting the patient at the time of the treatment reportedly felt the treatment and received a burn and a bruise on her knee during the event. The medical outcome of the nurse is not known. There is no indication that a device malfunction caused or contributed to the patient's passing. The equipment was returned and was found to be fully functional.